Event description:
It was reported that a revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to a soft tissue reaction.

Manufacturer narrative:
Date of implantation corrected.